Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead dislodged and that the patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and had "mo ved back." The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.